Event description:
It was reported that patient fell and tore rc. Doi: (B)(6) 2025. Dor: (B)(6) 2025. Affected side: unknown shoulder.

Manufacturer narrative:
Product complaint: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: h6 health effect clinical code and medical device problem code. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Us FDA MDR determination: rotator cuff tear was reported to have occurred as a direct consequence to an external force caused by a fall. The upper extremity is not a weightbearing limb during standing or ambulation, and therefore the implanted device could not have been contributory to the fall. There is no reported product deficiency and therefore the event will not be reported as a serious injury at this time. Original determinations of serious injury were reported in error.